Manufacturer narrative:
Product event summary (B)(6) 5.4 report immediately, but no later than 30 days. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon tried to suture the tissue on a caesarean section procedure, the needle refused to penetrate the tissue. The surgeon used another suture to complete the case. There was no patient injury.